Event description:
(2/2 reference (B)(4) for related complaints) (documenting cassette) it was reported that air in line was experienced. The pump was alarming no disposable. Patient not affected, green flow stop. Reviewed pump settings. Pump turned off. Instructed patient to clamp the tubing, unlock the cassette and check for air in the line. Air present in the line. Tubing at top of cassette massaged, green flow stop compressed, cassette tapped on firm surface. Instructed patient to reattach the cassette, turn pump back on. Pump continues to alarm.